Event description:
It was reported that pump experienced malfunction code 16 with no notable events prior to the issue and no backup insulin therapy available at the time, so caller planned to contact healthcare provider. There was no adverse impact to the customer's blood glucose level. Customer support arranged replacement pump under warranty, confirmed shipping details, provided instructions to place malfunctioning pump into storage mode and return it within 10 days, and advised caller to program pump settings and reconnect continuous glucose monitor on replacement pump.